Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned two stations got renamed recently and not sure patient date crossing from server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the labeled for single use.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that two stations got renamed recently and patient data were not crossing from the server. The customer stated that this caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. Upon investigation of this incident, it was determined that the patient information not crossing over. A technical support specialist (tss) accessed the server and ran a downtime query, which showed no delay. The tss accessed station and reviewed the synchronization information, confirming that both stations were properly synchronized. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user mentioned that two stations got renamed recently and patient data were not crossing from the server. The customer stated that this caused a delay to the patient care. There were no adverse events or injuries reported based on this event.